Event description:
It was reported that approximately five months post implant of the implantable cardiac defibrillator (ICD) system the patient presented to the emergency room with a fever and not feeling well. After completion of laboratory test infection was noted. An echocardiogram revealed vegetation on the right ventricular lead. During the procedure the explant the ICD system at the opening of the pocket the site had so sign of infection. The ICD and lead were explanted and shortly after the patient¿s oxygen levels began to decrease. An emergency echocardiogram revealed enlargement of the right ventricle indicating a possible pulmonary embolism possibly due to vegetation detached from the lead. Cardiopulmonary resuscitation was performed to no avail and the patient expired.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(6).